Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the closing tip of the blue lumen falls off very often. Follow up information states they are referring to the smart site at the end of the blue hub. The catheter was being used when this occurred. As a result, the catheter was exchanged for a new one. There was no patient death or complications reported.